Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the discharge of this patient shortly following the implant procedure, a high capture threshold measurement was noted from this left ventricular (lv) lead. Diagnostic imaging was performed which subsequently showed lv lead dislodgment from the original implant site. The physician elected to explant and implant a new lead to resolve the event. The patient was stable with no additional adverse consequences. The lv leas was discarded and will not be returned for analysis.